Event description:
64-year-old female patient underwent a left cataract extraction with an intraocular lens implant (phacoemulsification with posterior chamber intraocular lens replacement). While manipulating the lens with the kuglen lens manipulator angled round the tip of the kuglen broke off in the eye. The surgeon attempted to remove the tip from the eye but was not able to do so. The surgeon determined that the risk of continuing to attempt retrieval was too great and the foreign object was left in the eye. The patient has recovered and is doing well.